Event description:
It was reported that at previous follow-up on (B)(6) 2016, when the device was interrogated longevity was noted at 4.4 years to eri. Asymptomatic patient presented in clinic for follow-up on (B)(6) 2017 after missing their scheduled 6 month follow-up. Upon interrogation with a different programmer, it was noted that the device longevity was at 11.6 months to eri. The previous programmer displayed a longer than anticipated estimation. The patient was stable pre, during and post interrogation.